Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had received inappropriate therapy from their implantable cardioverter defibrillator (ICD) when the device detected a supra ventricular tachycardia (svt) episode as a ventricular arrhythmia. The patient underwent a mapping and ablation procedure. The device remains in use. No further patient complications have been reported as a result of this event.